Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. An attempt to navigate through the receiver main menu and sub-menus using the touch screen and power button was performed and passed. An attempt to download screen device information from receiver was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.